Manufacturer narrative:
Other devices involved in this event: (B)(4) - battery manufactured 2015-09-30. (B)(4) - battery manufactured 2015-12-31. (B)(4) - battery manufactured 2015-09-30. (B)(4) - battery manufactured 2015-09-30. It was reported that the patient was experiencing power switching. The controller ((B)(4)) was returned for evaluation. Four (4) batteries ((B)(4)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. A review of the manufacturing documentation confirmed that the associated controller and batteries met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed a loose power port one (1) connector. This is an additional information not related to the reported event. The most likely root cause of the loose power port connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. An internal investigation has been opened by the supplier to address loose connectors. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching due communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to address momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other products involved in this event: (B)(4) - battery / catalog number 1650de / expiration date: 30/sept/2016. Not returned to manufacturer. (B)(4) - battery / catalog number 1650de / expiration date: 31/dec/2016. Not returned to manufacturer. (B)(4) - battery / catalog number 1650de / expiration date: 30/sept/2016. Not returned to manufacturer. (B)(4) - battery / catalog number 1650de / expiration date: 30/sept/2016. Not returned to manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Other devices involved in this event: (B)(4) - battery, (B)(4) - battery, (B)(4) - battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller would switch from port one (1) to port two (2) after reaching the second led battery level at 75%. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.